Manufacturer narrative:
Additional information: device manufacture date received correction: UDI number updated to reflect the correct information. The security switch was returned to the manufacturer for evaluation and the issue was confirmed after functional testing and visual/physical examination. The checkpoint was tested and was found to occasionally not boot. This issue was documented in the manufacturer hardware anomaly tracking database. The network switch was also returned to the manufacturer for evaluation. After functional testing, and visual/physical examination, no fault was found.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue when rebooted with external monitor and adapter connected to navigation system. Representative replaced checkpoint, external main to camera cable, network switch port and internal to main cart cable to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The external main to camera cable and internal so main cart cable has been received by the manufacturer for evaluation. Checkpoint and network switch have not been received by the manufacturer for evaluation. The external main to camera cable passed continuity test without opens and shorts. The cable was manipulated during testing. Internal to main cart cable was continuity tested and passed without any opens.

Event description:
A site representative reported that during cranial resection, the navigation system was functioning normally until connected to an external monitor, but when connected to an external monitor, the localizer became disconnected and connectivity to the camera cart monitor was lost. The camera cart monitor displayed pcoip client lost connection to the host card. Rebooting the system did not resolve the issue. The procedure was completed without the use navigation. There was a delay of less than 1 hour. No known impact on patient outcome.